Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock and click in place. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, no delivery test, displacement test and rewind. The insulin pump was unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.

Event description:
The customer reported via phone call that the top of the reservoir and battery compartment was chipped. The customer reported that the reservoir compartment was completely broken. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.